Event description:
It was reported that pump displayed malfunction alerts in tandem source, and caller stated that malfunction code 12 appeared without any notable event beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance to perform pump reset, successfully reset pump with no recurrence of malfunction, was advised to continue using pump, and was instructed to call back if malfunction alerts appeared again.